Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed during manual prime. Advised to revert to backup plan. The customer's blood glucose reading was 14.6mmol/l. No further information was provided.